Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed from provided x-rays. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: procedure-related factors: none evident, no info. Patient-related factors traumatic fall of the patient. Device-related factors: none. Diagnosis: a traumatic fall of the patient at 4-days post arthroplasty caused a periprosthetic fracture with subsequent subsidence of the stem requiring revision with fracture stabilization. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded, "a traumatic fall of the patient at 4-days post arthroplasty caused a periprosthetic fracture with subsequent subsidence of the stem requiring revision with fracture stabilization." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Sales rep reported a right total hip revision due to fracture of femur by surgeon. Patient fell which caused the fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right total hip revision due to fracture of femur by surgeon. Patient fell which caused the fracture.